Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.